Event description:
The hamilton-c2 made a mechanical noise in the emergency ward at 21:39 on april 2. Then, "technical event: 231009" occurred and an alarm sounded. When the medical engineer found that, vt, mv and paw measurements didn't display. Ventilation stopped and etco2 measurement didn't display, and the spo2 gradually decreased to the 80% level. A staff supported ventilation with jackson rees, and spo2 rises to 100%.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the te 231009 malfunction can lead to a delay in the therapy since the ventilator cannot be used (IFU: "must be serviced"). A fully functioning ventilator needs to be prepared. The root cause of the ventilator to alarm with te 231009 was determined to be a defective blower module. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was used for treatment. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The low blower speed in ventilation mode will cause the blower to deliver less pressure and volume than expected. The issue may lead to insufficient ventilation or a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation (IFU: "a technical alarm cannot typically be corrected by the operator. Ventilation continues. Have the ventilator serviced."). The device worked as intended - all the time. It alarmed as required by international standards and the alarms were confirmed by the hospital staff several times. Thus, the reported drop of patient's spo2 was for a very short period, as hospital handled the situation. Harm was thereby prevented, as expected.

Event description:
The hamilton-c2 made a mechanical noise in the emergency ward at 21:39 on (B)(6). Then, "technical event: 231009" occurred and an alarm sounded. When the medical engineer found that, vt, mv and paw measurements didn't display. Ventilation stopped and etco2 measurement didn't display, and the spo2 gradually decreased to the 80% level. A staff supported ventilation with (B)(6), and spo2 rises to 100%.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) to (B)(6) 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the te 231009 malfunction can lead to a delay in the therapy since the ventilator cannot be used (IFU: "must be serviced"). A fully functioning ventilator needs to be prepared. The root cause of the ventilator to alarm with te 231009 was determined to be a defective blower module. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was used for treatment. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The low blower speed in ventilation mode will cause the blower to deliver less pressure and volume than expected. The issue may lead to insufficient ventilation or a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation (IFU: "a technical alarm cannot typically be corrected by the operator. Ventilation continues. Have the ventilator serviced."). The device worked as intended - all the time. It alarmed as required by international standards and the alarms were confirmed by the hospital staff several times. Thus, the reported drop of patient's spo2 was for a very short period, as hospital handled the situation. Harm was thereby prevented, as expected.